Event description:
I decided to do a exilis 360 in my abs to tight my stomach skin. I was very active working out so I have mark my abs but I want to have more tight my skin. I went for my first treatment on (B)(6) 2020 and right after I started with stomach pain. I called the exilis business and I asked if this was something to do with the exilis abs and they said no. So I contacted my doctor and he said it could be heartburn after a month of omeprazole. After a month I was still in pain so my doctor said that probably was ulcers and to continue treatment. Until (B)(6) 2021 I asked my doctor to do an endoscopy, they took biopsies as well. Everything came out normal. The biopsies show a little inflammation. I asked the doctor if at some point I have ulcer in the past, he said, I could. I have never suffered stomach pain before the exilis 360. I think this treatment cause my problem that my doctor now think is gastritis. I have been with stomach pain since then. I have stop working out. After the first treatment I contact the business and they told me the treatment has nothing do with my stomach and I have paid for six treatment total for my abs. For some reason they did a treatment on my under eyes bags , and the third on my side waist. After that I cancel all of the rest of the treatments because I was in so much pain. I asked them again if that has something to do with my pain and they said no when I call them. When I email them I have not get any answer from them. Now that my endoscopy and ultrasound come normal, I believe this treatment has caused my stomach pain. I heard on tv and read that the FDA approve this treatment that is why I feel comfortable trying it. I had some blood test since I started with the pain and everything came normal. FDA safety report ID# (B)(4).